Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec34-i10cl. In the event reported, it was stated that there was no video image. The timing of the event is unknown, and there were no adverse event reported with this complaint. The device was received at pentax service facility on service order (B)(4) and was inspected by the technician where the user narrative was not confirmed. Inspection findings is as follows: image blurry or foggy; passed dry leak test; objective lens cracked; passed wet leak test. Customer complaint confirmed; image blurry after irrigation water test. The device is currently pending repairs and will be returned to the user upon completion. Parts to be replaced: distal end assy w/tubes & cmos assy; bending rubber; angle wire assy. A review of the service history indicates the device was routinely serviced at a pentax facility. On 26-aug-2021, a device history record (DHR) review for model ec34-i10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 19nov2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1; h2:if follow-up, what type?; h6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).